Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead was twiddled and dislodged. A procedure was performed for the left ventricular lead and during the procedure, the right ventricular lead dislodged, and the helix was unable to retract. Both leads were explanted and replaced. The patient was in stable condition.